Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the pump was returned with all of the keypad buttons responding properly. The original complaint could not be duplicated or confirmed. There was no damage observed on the keypad. The keypad cover was removed and there were no internal keypad button defects found. Unrelated to the original complaint, the audio bolus button cover was missing and could not be tested.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.